Event description:
Reportedly, the customer experienced fluctuating total fluid loss (fluid loss jumping 100 ml with 4 bags on the scales). The service technician could not confirm that the device alarmed - he believes the customer called because they were monitoring the fluid loss and had noticed it jumping. This event is being reported based on the possibility of the device failing to alarm. There were no patient complications, injuries or interventions reported with respect to this event.

Event description:
Customer had erroneous hcg results for one patient sample, repeat results generated on same analyzer: initial result was 2545 (accompanied by a data flag), repeated twice with dilutions gave 13515 (1:100 dilution, accompanied by a data flag) and 13486 miu/ml (1:50 dilution, accompanied by a data flag). Same sample repeated two more times on 4/9/10 gave >10000 (accompanied by a data flag) and 13324 miu/ml (1:100 dilution, accompanied by a data flag). Initial 2545 miu/ml result was reported, a corrected report was sent out with the 13515 miu/ml result. The patient was not adversely affected, current condition is unknown. Hcg reagent lot #: 05449601. The field service representative did not find a cause. He performed performance tests which were within specification.

Manufacturer narrative:
Device is repaired in-situ.device is repaired in-situ; evaluation results were not available at the time of this submission, but are anticipated. Results to be communicated in a follow up MDR.device manufacture date will be provided in a follow up MDR concurrently with results of the device history record review.results and conclusion will be provided in a follow up communication upon receipt of the evaluation results.

Manufacturer narrative:
This follow up is being provided to submit the device evaluation results which were not provided in the initial submission (anticipated but not available at the time of submission). "Technician confirms the customer's issue: filtrate scale noisy jumping 40 ob a/d readings. Replaced. Recalibrated both sides - satisfied. System test passed. Calibrated ok, functional safety tested ok, electrical safety tested all ok." The proposed root cause was identified as "filtrate scale. Scale unit. Inoperative/faulty/bad part" manufacturing date: 2007 the DHR review has no shown indicators which could be correlated to the complaint. The device was upgraded during start up and all 4 pressure sensor (B) (4) were replaced though (B) (4). The device met all requirements during final inspection. The DHR includes only data from the production and the device was produced in 2007. The contract manufacturer has no information related to installation, upgrades, modifications, maintenances and other service activities and the device was maintained once per year in minimum.